Event description:
Customer reportedly received results of 251 mg/dl and 71 mg/dl within 10 mins on the advantage system. No blood glucoe symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.